Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the provisional fractured during trialing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph. Photograph provided shows fractured trial. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.